Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels. The customer's blood glucose value was not recorded. The customer was hospitalized in the trauma unit for two months due to the low blood glucose. The customer did not provide any further information about the hospitalization. The customer stated that they had issues with a no delivery alarm and lost sensor alerts. The customer was assisted with reestablishing connection with their transmitter. The customer was advised to monitor the situation and to call back if they had any further issues.